Event description:
The patient¿s health care provider (hcp) reported a month and a half later that the patient did experience a 50% or greater symptom reduction. The patient experienced a loss of therapeutic effect and it was unknown if it was a sudden or gradual onset. Reprogramming was needed. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l96346, implanted: (B)(6) 2001, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la2619, implanted: (B)(6) 2002, product type: lead.

Event description:
It was reported that everything would feel good and then the patient would have an intense feeling that was described as a buzzing/ fluttering. The company representative met with the patient today and reprogrammed him but he still felt the flutter a bit. The pulse width was pulled down but did not get any impedance values. The patient¿s implantable neurostimulator (ins) voltage was at 2.9 volts right now. It is unknown when the issue started but notes that it was fairly constant. Follow up was performed to find out if any intervention or troubleshooting was needed, and to determine the outcome of the patient and if they are receiving effective therapy. If additional information is received, a follow up will be sent.

Manufacturer narrative:
(B)(4).